Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During preparation, the physician noticed that the proximal portion of the stent on the 3.00x28mm taxus express2 drug eluting stent (des) had been flared. The procedure was completed in the right coronary artery (rca) with another of the same device. No pt complications were reported with the pt's current condition listed as "good".